Manufacturer narrative:
Date sent to FDA: 07/13/2020.

Manufacturer narrative:
Date sent to FDA: 07/13/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent umbilical hernia repair surgery on (B)(6) 2019 during which the surgeon noted he encountered the old mesh and found that it was completely wrinkled and protruded through the umbilical hernia. It was reported that the patient experienced severe pain, protrusion, infection, mesh dissection, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 06/10/2021.